Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and saw that the transportation belt was damaged and repaired it. Further investigation by the manufacturer confirmed the field representative findings were the cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where erroneous results were generated by the i400 analyzer. There was an erroneous result for creatinine plus ver.2 for one patient. The patient was an (B)(6) year old male. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.